Event description:
It was reported that there was a 10 fr drain connector instead of a 15 fr inside the 15 fr drain package. The customer did not realize the size difference and used the drain on a breast operation. They realized the size difference because the drain came off several times during the day. The connector was changed to the correct one. A re-operation was conducted due to an infected wound. The pt condition was stable. The dr believes that the connector coming off from the pt may have contributed to the infection.